Event description:
Patient received 3 days of inpatient IV antibiotics and the infection cleared. Issue is resolved.

Event description:
Respiratory sensory incision site infection noted upon admission to the hospital on (B)(6) 2019. The patient was treated with IV antibiotics. The physician reports a decrease in the patient's pain and induration improvement. The care plan for the patient includes long term oral antibiotics.